Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. However, device received with intermittent right arrow button during testing due to foreign particles between keypad and keypad overlay. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the right arrow button did not respond. Customer stated the scroll bar was not moving with no input. Customer stated using the up and down arrow allows them to navigate screens. Customer stated block mode was inactive. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer stated the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.